Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the implant wasn't working or helping with patient symptoms. Patient stated it was not an issue with the ins but that it was patient. They had the implant removed on (B)(6) 2018 after trying ptns therapy which worked better. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the explanting physician. It was reported that the patient never seemed satisfied with the therapy, he had tried to program the patient off and on and ultimately, they wanted it removed to try different therapies.